Event description:
Related manufacturer number: 3006705815-2022-01411. It was reported the patient's experiencing ineffective stimulation due to high impedance. Surgical intervention may occur later to address the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight, and but it was not received.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicate surgical intervention took place wherein the system was explanted and replaced to address the issue.